Event description:
The medication is not coming out of prefilled syringe/she tried to inject the medication multiple times and the she was unable to inject the medication completely [product use complaint]. Consumer received half dose of the medication as the medication was not coming out [incorrect dose administered]. Case narrative: this initial spontaneous report concerns adverse events of incorrect dose administered and product use complaint in 71-year-old male patient (race not reported) from the united states. The patient's age at the time of event experienced was 71 years. On 26-may-26, amneal pharmaceuticals received information from nurse via telephonic call concerning the above-mentioned product complaint regarding amneal¿s risperidone for extended-release injectable suspension, single-dose vials. On (B)(6) 2026, the patient was being treated with risperidone for extended-release injectable suspension, 50 mg, (lot number: ap260024, expiry date: 31-dec-2027, serial number: (B)(6)), (ndc: 70121-2628-5) via intramuscular route for an unknown indication. On an unknown date of 2026, the patient was being treated with risperidone for extended-release injectable suspension, (lot number, expiry date, serial number, ndc was not reported for an unknown indication. Co-suspect, concurrent conditions, concomitant medication, medical history, history of procedures, history of allergies, history of smoking, alcohol consumption and recreational drug use and laboratory tests were not reported. On an unknown date of 2026 consumer received a sealed medication box from pharmacy and on (B)(6) 2026 while injecting they observed that the medication was not coming out of prefilled syringe, consumer received half dose of the medication as the medication was not coming out. Nurse stated that she tried to inject the medication multiple times, she was unable to inject the medication completely and further stated that the consumer did not experience any side effects due to half dose. Nurse confirmed that the consumer did not receive the remaining half dose. Upon asking sample availability she stated that she has the defective medication box to send back to us and agreed to send us the complaint sample pictures and she just want to report this issue. Upon asking for syringe lot number vial lot number, she stated that she discarded both syringe and vial and confirmed that she found lot number on box. After encountering an issue with the risperidone kit during preparation, did they use an alternative product, or what actions were taken she confirmed that they tried for 02 time, but medication was got stocked in syringe and medication was not coming out and further she confirmed that they didn't give any alternative product. She stated that on unknown date of 2026 she observed same problem and upon asking additional and pc information she stated that she discarded defective prefilled syringe, vial. Last action taken with risperidone in relation to incorrect dose administered and product use complaint was not applicable. De-challenge and re-challenge were not applicable. The outcome of events incorrect dose administered and product use complaint was unknown. The reporter did not provide the causality of events incorrect dose administered and product use complaint with respect to risperidone. This case was considered as serious. The reportability of this case was expedited.